Event description:
It was reported that prior to use with bd vacutainer® urine analysis preservative tube the label on the tube is blank. The following information was provided by the initial reporter, translated from spanish to english: label is blank, with no information.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label content with the incident lot was not observed. Visual examination of the photo was performed and does not confirm that the variable information on the tube label applied at the time of manufacturing is missing. The label on the tube that is present in the photo provided is not the label applied at the manufacturing time of the product. Additionally, 90 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label content as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label content. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® urine analysis preservative tube the label on the tube is blank. The following information was provided by the initial reporter, translated from spanish to english: label is blank, with no information.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.